Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing anxiety and discomfort due to the trial leads. As a result, the patient cut the leads from the cables. The patient underwent a lead pull procedure wherein the leads were successfully removed.